Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 576 mg/dl. The customer was treated for high blood glucose with injection needle and insulin. The customer was advised the 2 high blood glucose rule. The customer was unable to troubleshoot further because she has changed infusion set and blood glucose levels are normal.